Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their personal diabetes manager (pdm) has got hot. In addition the patient reports their pdm is not holding a charge.